Manufacturer narrative:
Product analysis: visual inspection showed no outward signs of damage. Pressure integrity testing was performed at 0.5 l/pm with 23 psi, (1189 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed at the qb-inlet port. The leak was coming from the tubing/port connection. The tube was pulled off the port without cutting it and was observed under magnification. There appeared to be evidence of some bonding residue in the tube. The reason for return was confirmed for a leak. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported that there was a crack and leak from the outlet port of the myotherm. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred.

Manufacturer narrative:
Conclusion: the complaint is confirmed for a leak. During the investigation it was determined that the tubing bonding is not related to the leak. As the leak occurred in an area that does not have contact with tubing and cyclohexanone. The manufacturing process was reviewed and a potential root cause that could generate the damage in the outlet port was not identified. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.